Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line), which occurred on the homechoice (hc) during dwell 1. The technical service representative (tsr) explained the message to the home patient (hp) and had the hp recycle the machine. System error 2367 occurred. The tsr informed the hp to start over using new supplied. The hc was okay. Per the troubleshooting performed by the tsr, the cg reported the hp was connected at the time of the alarm, that the patient did not disconnect any time prior to the alarm, that all the bags were spiked and connected, that patient line extensions were not used, and that there were open clamps on unused supply lines. The tsr reviewed proper procedures per the user manual with the patient. The patient stated they would complete therapy using new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(4) 2012, product surveillance contacted the hp regarding the reported event. The hp stated that they were able resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint was for a report of system error 2240 (air in line) was confirmed: the patient reported having a clamp open on an unused supply line during therapy. The cause was an open clamp. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.